Event description:
It was reported that during a ptca/stent procedure, the stent separated from the stent delivery system in the periphery. The stent would not cross and was drawn into the guiding catheter (contrary to IFU) and removed. Out of body inspection revealed stent separation. The stent was retrieved with a snare device from the aorta. Reportedly, the patient tolerated the procedure well.